Manufacturer narrative:
Additional narrative:if information is obtained that this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to pain and a free floating patella. The patella loosening was at the bone/cement interface. Cement was depuy manufactured.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided patella product and lot combination. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The retained cement samples from both batches were tested for dough time, setting time, handling characteristics and mechanical properties. The setting time of this batch is out of the release specification but it is still within the control specification. All other results meet with final product specifications. Implant loosening is a known risk with the use of bone cements and the risk is highlighted in both documents. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.